Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t hs result from the cobas e 801 analytical unit. The initial result was 16.9 ng/l. A new sample was taken from the patient one hour later and the result was 6.3 ng/l. The doctor requested the results be checked. The repeat result for the initial sample was 4.04 ng/l the repeat result for the second sample was the same. No specific data was provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent problem was not present, because the qc before the event was within ranges.